Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the events in which the lamp disappeared were not reproduced. It was confirmed that the light intensity was deteriorated due to lamp depletion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the following: worn output connector; rear panel poor appearance noted; chassis poor appearance noted; top cover poor appearance noted; dust accumulation inside the unit; the reported problem of "lamp failed twice during use" was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the lamp failed during use. The problem, as reported to olympus, occurred during an endoscopic retrograde cholangiopancreatography procedure. The intended procedure was completed using the same device. As reported to olympus, there was no delay in procedure due to the observed problem and there was no patient injury that occurred, associated with the event. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.